Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line soon after therapy started in the emergency room. The device was programmed to run an infusion loaded with a dose of tranexamic acid at 2g per 250 at 750 per hour. The reporter stated that the infused medication was cold. When the device alarmed air in line, per instructions, the door was opened, and the line was inspected for air. There was no air in the line and the infusion was restarted. The pump stopped and alarmed air in line multiple times more, there was no air observed. The intravenous (IV) tubing was removed from the pump multiple times and checked for air. The slide clamp and the tube position were also changed multiple times. The IV continues to run and alarms air in line. The tubing used was currently the bolus tubing recommended by baxter representatives upon reintroduction with new pumps for cold fluids or fluids running fast. The device was swapped out. There was no known patient injury or medical intervention associated with this event. No additional information is available. On 07-feb-2020, baxter received additional information from the user facility which implicated the spectrum infusion pump.